Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's husband reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer stated that insulin pump gives no delivery alarm and troubleshooting was declined for the no delivery alarm. The insulin pump will be returned for analysis.